Event description:
Information received indicates the head section will not lower all of the way down.

Manufacturer narrative:
The technician found the left head gas spring was leaking fluid and frozen. The technician replaced the gas spring to repair the stretcher.